Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned due to an unspecified reason. Preliminary laboratory analysis confirmed that this crt-d did not met longevity expectations.